Event description:
A physician reported that, during cataract phacoemulsification surgery with iol implant, while pressing the lever, the pusher advanced and it was continuing to move, the lens did not come out of the cartridge - it remained in the cartridge. There was patient contact, however no patient harm. The surgery was completed using a replacement lens. Additional information was requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been one other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).